Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 2648920.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 2648920.

Manufacturer narrative:
(B)(4). D10: unknown articular surface. Unknown tibial component. G2: c. Nakasone, I. Weber, c. Israelite et al., (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee (53), 264-272. Https://doi.org/10.1016/j.knee.2025.01.010. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through a journal article that a patient experienced a patella fracture post op. Further information indicated that patient was performing physical therapy and heard a pop. Physical therapy was discontinued and patient was to undergo x-ray imaging every 2 weeks. Attempts for additional information have been made and none is available.